Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock and one burst of anti-tachycardia pacing (atp) due to oversensing of the atrial signal by the right ventricular (rv) lead. Technical services (ts) analyzed device episode data and found that the arrythmia in the stored ventricular episode appeared to be atrial in origin. After therapy was delivered, the rhythm converted to normal. No additional adverse patient effects were reported. Currently, this ICD remains in service.